Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on july 18, 2024, with lot number 3634560. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings during the analysis. As per the investigation procedures creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6a., h.6.

Event description:
Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side rupture. Device explanted.